Event description:
Caller reported experiencing occlusion alarms. There was no adverse impact on the customer's blood glucose level. The customer resolved the issue by removing the pump and switching manual dose injections for insulin therapy. Reportedly, the customer does not cycle the cartridge during the load procedure, which is considered off label use.